Event description:
Event description guidant received information that this pacemaker initially had a magnet rate of 63ppm during a device follow-up. However, later in the day, telemetry was unable to be established with the device and no magnet response was obtained. Additionally, the device was not pacing. It was noted that this device, which is on the hermetic sealing component advisory list, had been near elective replacement time 3 months earlier. The physician suspected the device had depleted prematurely and thus, explanted and replaced it. During the explant procedure, blood was observed in the device header. The explanted device was returned for analysis.